Event description:
It was reported that during a lap lobectomy, the staples were malformed at the 2nd firing on the lung parenchyma. The reported cartridge was loaded into an endocutter device. The device seemed to function without a problem though the target tissue was slightly thick. Reinforcement material was not used. At the next firing, a green cartridge was loaded into the same device and fired. The deployed staples were formed as intended at the time. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.